Event description:
It was reported that the insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor was tested outside the device and passed. The device had cracked tube threads and scratched lcd window.